Event description:
An administrator of the facility reported to baxter (B)(4) of a buretrol administration set in which the connector was broken. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.